Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Helix is stretched and bent but extends and retracts in specification.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient developed tamponade due to a perforation. It was noted the rv lead was re-positioned many times due to poor sensing and the physician was unable to deploy the helix, therefore the rv lead was explanted. The helix was still not able to be extended after removal from the patient, and there appeared to be blood at the end of the lead. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).